Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracks on the reservoir tube and battery tube threads, as well as a scratched display window.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 396 mg/dl. The customer stated that the insulin pump is not delivering the way it's supposed to. Troubleshooting was declined, and the customer requested a replacement. Nothing further was reported.